Event description:
The physician reports performing cataract surgery on the left eye with implantation of the crystalens. Preoperatively, the pt's bcva was 20/25+ with mr -2.25 + 1.75 x 003. Postoperatively the lens vaulted. The pt's current bcva is 20/20 + 0.75sph with mr + 100 + 0.50 x 130. Treatment options have been presented to the pt. However, as of (B)(6)2010, the physician has not performed surgical intervention since the pt has declined add'l options presented.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of lens vault is small pupils in both eyes (ou). The iol remains implanted.